Event description:
Manufacturer ref # (B)(4).

Manufacturer narrative:
It was reported that the servo-s ventilator failed pre-use check on the internal leakage test. No information of any replaced parts have been received. This information is not specific enough to point to any particular fault. The only information received regarding this complaint is the information stated in the complaint form, which is not enough to determine the root cause of the reported failure. Given this, we have not been able to confirm the problem nor can we identify any root cause.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. (B)(4).